Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: the pump's black box showed evidence of a pump reboot event on (B)(4) 2016. A battery change occurred during the pump reboot event. The pump was able to power on, but the battery cap was unable to fully tighten. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power interruptions observed. The pump's current draws were within specifications.